Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter noted that the pump has no power, the battery compartment had stripped threads, and the battery cap was cracked. The battery cap was reportedly unable to tighten and the cap's yellow o-ring was visible at the time of the alleged power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 3 date of submission 5/18/2016 ¿ correction. The following information was included in error and should be excluded from the follow-up #1 report: the cartridge cap was damaged (ripped and torn); the cartridge cap was able to securely attach to pump.

Manufacturer narrative:
Follow-up # 1 date of submission 2/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/03/2016 with the following findings: a review of the pump black box data showed unexplained pump reboots. The investigation was unable to power the pump on using the returned battery cap so a test cap was used to complete the investigation. It was observed that the returned battery cap was damaged. The pump was run on a 24 hour basal program using the test cap and no intermittent power or reboot occurrences were observed. During visual inspection of the pump, it was observed that the battery compartment was damaged; it was gouged on the side at the battery compartment threads. It was also observed that the battery compartment was cracked at the threads above the bumper and below the bumper at the case seal. The pump was opened and an inspection was performed on the power circuit with no defects found. There was no moisture found internally. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. Also unrelated to the initial complaint, it was observed that the cartridge cap was ripped and torn but it was able to securely attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). The returned battery cap had torn threads and the contacts were damaged; the battery contact height and width measurements were out of specification. The investigation was unable to power up the test pump and the user¿s returned pump with the returned battery cap.